Event description:
It was reported that this right atrial (ra) lead was untwisted and repositioned in the atrium due to dislodgement which was detected at wound check through testing and fluoroscopy. This lead ermains in service. No additional adverse patient effects were reported.